Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that last night she was receiving air detected in the cassette and was not able to get past it therefore she turned off the cycler and disconnected. Patient stated that today she continued with the treatment end screens and when removing the cassette, she encountered a fluid leak. Patient stated that she did not see any punctures or holes in the cassette. Patient stated that the cycler was off for a few hours before powering it back up. The cycler was replaced.